Event description:
This lead was implanted on (B)(6) 2008 and remains implanted at this time. It was noted on march 11, 201 3 that this lead is part of the advisory:lead recall. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) canada. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).